Manufacturer narrative:
The reported event of heat was not duplicated. Upon disassembly for visual inspection the engineer observed a worn coupler. The device was repaired and returned to the customer.

Event description:
It was reported by the customer that during the case the core impaction drill was overheating. The procedure was completed successfully without any delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported by the customer that during the case the core impaction drill was overheating. The procedure was completed successfully without any delay; no adverse consequences or medical intervention were reported.